Manufacturer narrative:
Device evaluation: electrode belt (B)(4) was not returned to the manufacturer. No equipment deficiencies were alleged against the device. Evaluation method code: other: biocompatibility testing to iso 109993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient developed a rash under the therapy electrode pads contact the patient's skin. The patient's doctor prescribed a cream to treat the rash. Follow-up indicated the rash had healed and is gone.